Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their infusion set had a crimped cannula and unsure if it was due to serter issues resulting high readings. The customer's blood glucose was ranging from 200 mg/dl to 400 mg/dl. Customer treats the high blood glucose with bolus and sometimes with injection. The customer was advised of the proper use of serter and insertion techniques. Customer declined troubleshooting for high blood glucose readings. Customer was advised the serter will be replaced and agreed to return the product for analysis.